Event description:
Dealer reported that the end user's doctor is alleging that the end user contracted legionnaires disease from the use of an (B)(4) oxygen concentrator. This is a rental unit and the dealer stated that the concentrator was serviced in between patient use. (B)(6) 2014 was the last service date, the filter was changed, and o2 levels were ok per dealer. The end user was provided the machine 3 days after servicing. The unit was returned to the dealer on (B)(6) 2014. Dealer called back, spoke to invacare consumer affairs, said the end user only had the unit a few days and it had just been serviced and is and was working properly. They do not feel the concentrator caused any issues.